Event description:
The caller discrepant results when compared with the lab. The following results were reported. 02/17/2006 inratio-1.7, lab 2.3. 02/20/2006 inratio 5.7, lab 3.0. Tbd inratio-6.5, 4.0